Event description:
It was reported that during the implant procedure the physician was not able to position the lead with stability at location that doesn't have phrenic stimulation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.